Event description:
It was reported that when using the indeflator and preparing the syringe when pulling negative loss in pressure was noted. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequently, after the initial report was filed it was noted the procedure was to treat the marginal obtuse that was 70% stenosed. The leak occurred during an attempt to inflate the stent balloon as the indeflator was connected to the syringe directly. It was observed to be leaking fluid and losing pressure. Another non-compliant balloon was used to fully expand the stent to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the connection port was not fully connected/tightened and/or the device being connected to was compromised thus resulting in the reported difficulties; however cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.